Manufacturer narrative:
Qc results for na and cl were out of range low. The ise system was then recalibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched and cleaned the flow cell and replaced the na reference and cl electrodes. As of (B)(4) 2010, there were no more calls to the bci hotline for ise problems.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining low sodium (na) and chloride (cl) results that were generated by the synchron lx20 chemistry analyzer. No erroneous results were reported out of the laboratory. Samples were repeated on an alternate instrument, which produced higher results on some of the samples and were reported out of the lab. There was no affect to patient treatment.